Event description:
The estimated reservoir volume was 4.7 ml; the actual reservior volume was 15 ml. The pt had experienced releif for 2-3 days after refill, but than "began to feel ill". The pt had recently been prescribed other medications. Pt slowly began to feel better over the next week. A dye and roller studies were performed and were negative. Following the studies, the pump was refilled with another medication and a purge bolus was performed. The pt reported pain relief shortly thereafter. The hcp will monitor the pt and watch for subsequent volume discrepancy. There is small tear proximal to the pump insertion site. The hcp plans to revise the catheter and replace the pump, date to be determined.